Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a complete loss of stimulation benefit on one half of their body. Impedance measurements showed all contacts greater than 4000 ohms for that side. During revision surgery, in the burr hole cap region, bipolar electrocautery was performed in preparation to remove the lead. Suddenly the pt experienced hemi-paralysis. It was unk of the lead had been touched with the cautery equipment. The surgery was stopped. As of (B) (6) 2010, the pt had recovered completely, no paralysis was left. The pt's bothersome resting tremor seemed to be permanently gone. The physician felt that this suggested some form of a microlesion. The pt's CT remained unobtrusive; an MRI was deemed not feasible by the local radiologists, although they had been informed of the safety protocols. The pt was discharged from the neurosurgery unit, before the neurologist had the opportunity to check the impedance after the incident. Additional info has been requested, a follow-up report will be sent if additional info becomes available.